Manufacturer narrative:
The device has not been returned. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
It was reported by the user facility in italy that during the surgery, at the end of phase irrigation/aspiration, when the instrument was removed, the tip broke and a part of it remained inside the eye. It was removed with care and without complications.

Manufacturer narrative:
Evaluation of the returned product through microscopic examination found the sleeve is dirty with particulates all over. There is a tear and gouges visible on the inside of the sleeve near the hub with material missing. In addition, the tip of the sleeve is torn off at the hub and is missing. The torn piece was not returned. The damage (gouges and missing material) found at the hub of the sleeve is likely damage caused by the phaco needle tip when not inserted properly in the sleeve, thereby slicing off slivers of the sleeve as it is put onto the needle tip. The most probable root cause was determined to be user error. The lot history, trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. No corrective action is required.